Manufacturer narrative:
(B)(4). The pump was returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.

Event description:
The pt experienced decreased drug effect. The pump was alarming. A motor stall had occurred. The stall had not been preceded by a scan or x-ray. It was replaced. The pump was used to deliver morphine and clonidine. The pt recovered without sequela after device removal.